Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. After puncture of femoral site, when inserting the wire, it got stuck in the dilator and could not be removed. There was no error code. The issue was resolved by replacing vizigo sheath with another new one. There was no patient consequence reported. The device was returned to johnson & johnson medtech (j&j) for evaluation on 16-dec-2025. A visual inspection of the returned device was performed following j&j procedures. The device was inspected, and no physical damage was observed. The customer referred that the wire got stuck in the dilator, however, the dilator and the guidewire were not returned for analysis. Due to this condition, further investigation was not possible to be performed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The wire issue reported by the customer was not confirmed, due to the guidewire was not returned for analysis. The potential cause of the issue cannot be established. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000435 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. After puncture of femoral site, when inserting the wire, it got stuck in the dilator and could not be removed. There was no error code. The issue was resolved by replacing vizigo sheath with another new one. There was no patient consequence reported.